Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillations. There is no indication that the defective monitor caused or contributed to the patient death. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Manufacture dates: monitor: 9/22/2015, belt: 5/8/2012.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was at dialysis and went unconscious at the time of the treatment event. It was reported that the patient's daughter and emts were present and initiated CPR. Per clinical review of the download data, the lifevest delivered an appropriate treatment shock while the patient was in ventricular fibrillation (vf) at 13:18:36. The post shock rhythm was an idioventricular rhythm at 10 bpm transitioning to bradycardia at 20 bpm. The lifevest delivered a second appropriate treatment at 13:23:49 while the patient was in vf. The post shock rhythm was bradycardia at 30 bpm transitioning to idioventricular rhythm at 40 bpm transitioning to bradycardia at 40 bpm. The patient received a third appropriate treatment while in vf at 13:26:21. The post shock rhythm was a slow a-flutter at 20 bpm. At 13:27:03, the lifevest delivered a fourth treatment shock while the patient was in a slow a-flutter at 50 bpm. The post shock rhythm was atrial fibrillation at 70 bpm. The lifevest delivered a fifth appropriate treatment shock while the patient was in vf at 13:28:42. The post shock rhythm was sinus bradycardia at 40 bpm. At 13:31:51, the lifevest delivered a sixth appropriate treatment while the patient was in vf. The post shock rhythm was a sinus beat transition to an idioventricular rhythm at 50 bpm. The patient received a seventh appropriate treatment at 13:33:39 while the patient was in vf. The post shock rhythm was an idioventricular rhythm at 40 bpm transitioning to vf. The patient received a non-lifevest defibrillation at 13:34:56 while in vf that converted the rhythm to an idioventricular rhythm at 50 bpm a then degraded to vf. The response buttons were pressed between 13:35:20 and 13:35:21. At 13:36:35, the lifevest delivered the eighth and final appropriate treatment shock while the patient was in vf. The post shock rhythm was vf with CPR/motion artifact. From 13:36:49 to 14:00:16 the patient received nine non-lifevest defibrillations. The patient's post shock rhythm after the ninth non-lifevest defibrillation was CPR artifact. From 14:01:06 until the electrode belt was disconnected at 14:22:12 the patient was in asystole with CPR artifact transitioning to sinus tachycardia at 120 bpm with motion artifact. The rhythm then slows to sinus rhythm at 80 bpm degrading to asystole with intermittent cardiac activity and CPR artifact. Variable amplitudes, motion artifact, and CPR artifact prevented the lifevest from delivering treatments from approximately 13:36:49 to 14:00:16. The patient subsequently passed away. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.